Event description:
There was no patient involved in this event. Unit powers on by itself w/o manual intervention.

Manufacturer narrative:
(B)(4). The pad-pak was first installed successfully on the (B)(6) 2010 and performed to specification up to the (B)(6) 2013. On the (B)(6) 2013 the device failed the weekly auto self-test due to a low battery. At this point the pad-pak would have been installed for over 39 months. On the (B)(6) 2014 a new pad-pak was installed and the device was manually powered up passing a self-test. Multiple manual powers mainly of ten minutes duration were observed in the device memory between the (B)(6) 2015 and the last log entry on the (B)(6) 2015. During this time the pad-pak became depleted. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.